Event description:
During a bsso bilateral sagittal split osteotomy procedure, the surgeon was drilling the mandible with the 1.4mm trocar drill bit. The drill bit broke during the procedure when the surgeon used it at an awkward angle. All broken pieces of the drill bit were retrieved and disposed of in the sharps container in the operating room. The surgeon used a new drill bit from the set and completed the orthognathic procedure with no further problem.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.